Event description:
Note: the date of event is unknown it was reported to boston scientific corporation in 2008, that a extractor rx retrieval balloon was used in an ercp procedure (patient age, gender and weight are unknown). According to the complainant, during the procedure, while inside the patient, the wire split away from the catheter directly outside the papilla. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The most likely root cause is operational context. Should the guidewire meet resistance, continued force could cause a kink in the shaft which could cause a "split away" from the catheter.